Manufacturer narrative:
Complaint no: (B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report involves a patient who experienced cloudy effluent, fibrin, and fever in the context of peritoneal dialysis. It was not reported if the patient was hospitalized for the event. Treatment details and cause of the event were not reported. Action taken with therapy was not reported. Recovery status of the patient was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient died coincident with peritoneal dialysis therapy. The patient passed away in the hospital. The cause of death was reported on the death certificate was ¿natural death, non-infectious disease¿ and an autopsy was not performed. It was not reported if the patient was hospitalized prior to death or if the patient had recovered from the cloudy effluent event. Two days prior to death, pd therapy was discontinued. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.